Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected: h4. Updated: d9, g3, g6, h2, h3, h6 . Visual examination of the returned product identified the tip of the guide rod is fractured near the base of the 10° angled surface. There are small indentation marks around the fractured tip. There are small circular scratches around the shaft. No other damage was noted during visual evaluation. This device has an approximate field age of 10 years. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the version guide rod broke during use. A two (2) to three (3) minute delay occurred to replace the product. There was no patient harm or impact.